Manufacturer narrative:
The technician found the side rail is missing the pin that holds the side rail in place. The technician replaced the pin and retaining ring on the side rail to resolve the issue.

Event description:
The account alleged the side rail is not latching in the raised position. No patient impact.